Event description:
The distributor reported that the up arrow button was not activating desired pump functions when pressed. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that the up arrow button is intermittently activating desired pump functions when pressed. The up button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.